Event description:
It was reported that during a procedure to stent a lesion in the distal circumflex, the whisper guide wire fractured and 25 cm of the fractured guide wire remained in the patient. The guide wire was advanced through the very tortuous vessel to the lesion and the balloon catheter was advanced over the guide wire. The balloon catheter would not cross the lesion, so it was removed and the guide wire was repositioned, when it fractured. The fractured (separated) portion of the guide wire was removed with a snare device. The procedure was completed with a new guide wire and balloon catheter. Reportedly, there was no patient injury.